Event description:
A ventilator was returned to the manufacturer's factory authorized service center for necessary maintenance. There was no allegation of device malfunction. There is no allegation of serious or permanent harm or injury. During the evaluation of the device at the factory authorized service center, it was noted that the technician recommended replacing the device's flow sensor and display board due to error in the flow machine and evo display board.